Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. Device 048544-a was received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended. The complaint could not be confirmed for this device. Device # 048544-b was received with a bent button lock spring determine to be result of a user error. The complaint could not be confirmed for this device. Device 048544-c was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
Patient reported that yesterday he experienced the needle button popping out. Patient stated that the vgo device was placed on at 10:30am yesterday morning and notice that the needle button popped out at 3:30pm. Patient replaced the v-go device with a new one and 30 minutes later the needle button popped out. Patient stated that he place the vgo device on his abdomen.

Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. Device 048544-a was received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended. The complaint could not be confirmed for this device. Device # 048544-b was received with a bent button lock spring determine to be result of a user error. The complaint could not be confirmed for this device. Device 048544-c was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.